Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had the implantable neurostimulator for motor cortex which is an off-label use. The patient received a hearing aide about 4 weeks prior to the report, in the middle of (B)(6) 2017. The patient uses his patient programmer every 2-3 days to check his device. Towards the end of (B)(6) 2017, he did not have any symptoms at the time, but noticed that his stimulator was turned off. When the patient used his recharger, he noticed that his battery had been depleted and needed to charge. It was confirmed that the implantable neurostimulator was discharged and therefore, the implantable neurostimulator stimulation was turned off. Electrode impedance was within normal limits. An estimated recharging interval was calculated at 39 days at the group a1: 3.7 volts, 180 pulse width, 30 hertz, 1 cathode and 4 anodes, therapy impedance was 614 ohms, and if it was on ¿24/7.¿ the patient had recharged 5 times on (B)(6) 2017 for a total of 229 minutes and an average coupling of 7-8 coupling bars. The patient had recharged from 3.560 volts to 4.0 volts.

Event description:
Additional information was received from manufacturer representative. It was reported that the patient stated that he had not charged the implantable neurostimulator (ins) battery for approximately 30 days prior to the ins discharging and the stimulation turning off. Troubleshooting performed related to the ins discharging and stimulation turning off shortly following the hearing aide appointment included that the patient¿s system was checked during the call with technical services. The system checked out fine. He was told that his battery would be depleted approximately every 39 days due to his programmed settings. It was determined that his battery was empty, thus resulting in loss of stimulation around the time of his hearing aide appointment. The patient indicated that they would be more diligent in charging the ins system and the issue was resolved.